Event description:
An optometrist reported that a patient's left eye received the correction that was intended for the right eye. The patient was undergoing a flap lift with enhancement. The treatment had been confirmed in the monitor and laser display as the right eye, however, the left flap was lifted first and the treatment was delivered.

Manufacturer narrative:
The company clinical application specialist has revised the surgical process flow with the customer to start all bilateral treatments with the right eye to avoid this issue in the future. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).